Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported ", the md found could not be advanced in the femoral artery. So the md opend up the new kit to finish the procedure". The device was removed and replaced. The patient's current condition is reported as "in good condiiton".

Manufacturer narrative:
Qn#(B)(4). The sample returned for this investigation was investigated as a representative sample. No serial number was reported. The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was in the original packaging tray/carton. Returned with the sample was supplied kit components including two 0.025" guidewire, long arterial pressure tubing, 30cc inflation driveline tubing, data-scope inflation driveline tubing and 60cc luer slip syringe; no damage or abnormalities were noted to the returned components. Upon return, the iab catheter/bladder was noted within the original packaging tray and was noted unused. The peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. No blood was noted on the interior or the exterior surfaces of the returned sample. No visual damage or abnormalities were noted to the returned sample. Each returned 0.025" guidewire was visually inspected; no damage or abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0069in and was within specification of process document. The diameter of both returned guidewire was measured 0.024" at multiple locations and was within the specification per graphic. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the iab catheter was removed from the original packaging tray without any difficulty. Upon removal, the iabc bladder was noted fully wrapped. No bend, kink or other damage was noted to the returned sample. The returned iabc was advanced through a lab inventory 8fr teflon sheath with-out any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. Each returned 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; each guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "could not be advanced in the femoral artery" is not confirmed. A representative sample was received for the investigation. The iab catheter was noted unused/within its original packaging tray upon receipt. The device in question was not returned for the investigation. During the investigation, no damage or abnormalities were noted to the returned intra-aortic balloon catheter (iabc). The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported ", the md found could not be advanced in the femoral artery. So the md opened up the new kit to finish the procedure". The device was removed and replaced. The patient's current condition is reported as "in good condition".

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", the md found could not be advanced in the femoral artery. So the md opened up the new kit to finish the procedure". The device was removed and replaced. The patient's current condition is reported as "in good condition".